Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and associated implantable transvenous defibrillation lead exhibited widely varying shock impedance measurements, ranging from 40 ohms to >125 ohms, since implant about 6 weeks ago. All other lead measurements are normal and stable.